Event description:
A customer contacted stryker to report that they believe their device prompted incorrectly to stop providing cardiopulmonary resuscitation (CPR) compressions during patient use. The patient associated with the reported event did not survive. The customer informed that the device use did not contribute to the patient outcome.

Manufacturer narrative:
Stryker contacted the customer to request additional information on the patient. The customer provided stryker with the available patient information. Patient fields in which information is not provided were intentionally left blank. Stryker will not request any patient identifying information to be in accordance with regulation (EU) 2016/679 of the european parliament and of the council. Stryker performed a clinical review and determined that the device use did not contribute: a review of the patient¿s electronic data indicates that the patient was in a non-shockable rhythm throughout the case. To that end, the device returned no shock-advised decisions, and appropriately the patient was not defibrillated. In addition, the pause required by the algorithm for analysis is appropriate for the standard of care. Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Manufacturer narrative:
Section f10/h6, health impact code on of the initial medwatch report indicates death section f10/h6, health impact code on of the initial medwatch report should indicate no health consequences or impact. The customer later informed that the device use did not contribute to the patient outcome. The device was not returned to stryker. In this case, the device worked as intended and there was no device malfunction. The root cause of the reported issue is use error.

Event description:
A customer contacted stryker to report that they believe their device prompted incorrectly to stop providing cardiopulmonary resuscitation (CPR) compressions during patient use. The patient associated with the reported event did not survive. The customer informed that the device use did not contribute to the patient outcome.